Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site. The field service engineer replaced sample syringe, the ise (ion selective electrolyte) buffer valves 3 and buffer dilution valve 1 for cell two and performed multiple primes to resolve the issue. Instrument resumed operation. (B)(6).

Event description:
The customer reported obtaining false high sodium (na) and/or potassium (k) and chloride (cl) results involving the au5800 clinical chemistry analyzer. The customer became aware of the event due to the data flags associated with the false high results. The results were flagged with the following data flags: "ph" (result is higher than the upper panic value). The false high sodium, potassium and chloride results were not reported outside the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory's established ranges prior to the generation of the false high sodium and/or potassium and chloride results.